Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Each event reported to bd is evaluated and investigated in accordance with our complaint investigation procedures. The investigation process includes, but is not limited to, evaluation of the event details provided by the complaint facility, a review of complaint history, manufacturing records and risk document where applicable, and an evaluation of the subject device when available to identify potential contributing factors. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported, hole near hub of the catheter. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a split in the powerglide pro catheter is confirmed and was determined to be use-related. One 20 ga powerglide pro device was returned for evaluation. An initial visual observation of the returned powerglide pro showed blood residues throughout the device. The catheter was returned detached from the needle and attached to extension tubing. The safety mechanism was advanced over the needle tip, and the guidewire was advanced upon the return of the device. The catheter appeared kinked just distal to its hub. A microscopic observation revealed a split just distal of the catheter hub. The split appeared to be in a longitudinal direction with some damage circumferentially. The split was observed to have sharp fracture edges and a shiny fracture surface. The IFU states, ¿once the catheter has been advanced, do not re-insert the needle back into the catheter or pull the catheter back onto the needle. If the catheter needs to be repositioned, either do so without the aid of the needle, or remove both the catheter and the needle as a unit to prevent the needle from damaging or shearing the catheter.¿ this complaint will be recorded for future trending and monitoring purposes.